Manufacturer narrative:
Model number/catalog number: sc-2317-5, serial number: (B)(4), batch/lot number: 19938020, model/catalog description: infinion cx lead kit, 50 cm. The explanted device was not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively.